Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter remained inside the delivery sheath. The deployment was completed with additional manipulation of the filter; however, the filter legs were crossed. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was returned and all measurements met the required specifications. Based on the returned sheath condition (i.e. Tear and perforation at the distal tip), it is likely that the filter feet were stuck inside the sheath upon deployment and the tear occurred as additional force was used to deploy the filter. Therefore, the complaint investigation is confirmed for deployment issue. The investigation is inconclusive for crossed legs, as images were not provided for review.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with the date of implant, but not previously reported. The method code 3317 was reported and a manufacturing review was not conducted, therefore, this code was deleted. Multiple follow up attempts were made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.